Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that she had a compromised force sensor system alarm. Customer's blood glucose was 213 mg/dl. Caller stated that the issue occurred last night while she was changing out her infusion set. Caller stated that the drive support cap was sticking out. Customer mentioned that she was using an old pump and she has a new pump that has not been opened yet. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.